Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, it was reported that the patient developed a subdural hematoma, post-operatively. Subsequently, the patient underwent an emergency craniotomy procedure, during which, the device was explanted (date not reported). Following the surgery, the patient was placed in intensive care for a duration of 5 days, then spent an additional 5 days in regular care. The patient has since been discharged in a healthy, stable condition. It is unknown whether there are plans to reimplant the patient, as of the date of this report.